Event description:
The product is johnson and johnson's new acuvue oasys contact lens. The pt has noticed recurring adverse physical reactions when wearing the lens, particularly the development of excessive yellow eye secretions. Furthermore, the pt has noticed high levels of discomfort and eye irritation when wearing the lens after it has been cleaned with generally available lens cleaning solutions. The pt did not experience these issues when wearing johnson and johnson's legacy acuvue contact lens. Route: ophthalmic. Dates of use: 2007 - 2008. Diagnosis or reason for use: vision correction -myopia-. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.